Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is beeping and has stopped working. The buttons do not respond. The blood glucose reading is 252 mg/dl. Customer stated that he woke up to beeping and unresponsive buttons. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected beeps noted. The insulin pump. Received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.